Event description:
Reporter alleged the blood glucose monitoring device generted a result prior to the test strip being dosed with blood. Reporter stated an error message appeared on the screen however when inserting a clean strip, the meter displayed a result of "lo". Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.